Manufacturer narrative:
Appropriate term / code not available (e2402) utilized to capture mesh migration. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-29012021-0000886633 submitted for adverse event which occurred on (B)(6) 2013. Mwr-29012021-0000886635 submitted for adverse event which occurred on (B)(6) 2017. Mwr-29012021-0000886636 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2013. It was reported that the patient underwent revision surgery on (B)(6) 2017. It was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that the patient experienced severe and chronic pain/discomfort, mesh migration, mesh extruding and pushing up against the inferior epigastric vessels from inside the peritoneal cavity and orchiectomy. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/21/2021.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.